Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Additional information was requested on 03/04/2011, 03/08/2011, and 03/24/2011 by phone, fax, and mail. Additional information was obtained by phone on 03/04/2011. A completed questionnaire was received on 03/30/2011. (B)(4).

Event description:
A surgeon reported that a "mark" was noted on an intraocular lens (iol) following implant surgery. In a follow up, the nurse reported the patient has been seeing "a line diagonally thru vision" since surgery which is worse at night while watching television and that the surgeon has noted a line on the posterior of the lens. The nurse reported that the lens was exchanged and the event resolved.